Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was reviewed by the ew proctor/imager, and the following was noted: the 23mm sapien valve is anteriorly displaced due to heavy posterior native leaflet/annular calcium. When the tavr valve was placed, the native calcium is pushed posteriorly towards the left atrium. The valve is under-expanded at 20.3mm at the waist (0.5mm added for outer diameter). Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 thv us IFU was reviewed. Precautions include: 'long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance'. Potential adverse events include: 'infection including septicemia and endocarditis'. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: 'paravalvular or transvalvular leak', 'valve regurgitation', and 'device explants'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure events. The benefits of the device outweigh the risks associated with inadequate thv performance over time leading to symptoms (regurgitation) resulting in reduced implant longevity/additional intervention (surgical). No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for central regurgitation was unable to be confirmed due to the provided medical records and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 11 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve now has severe ai.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, endocarditis, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient has a history of strep mitis prosthetic valve endocarditis, as noted in the medical record. Endocarditis in the bloodstream can multiply and spread across the inner lining of the heart (endocardium). This inflammation of the endocardium can cause damage to the heart valves and leaflets, potentially resulting in valve dysfunction or regurgitation, as reported. Additionally, imaging evaluation indicated that the valve appeared under-expanded, which could increase stress on the valve. This added stress may prevent proper coaptation of the valve leaflets, resulting in central regurgitation. As such, available information suggests patient factors (endocarditis) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 11 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve now has severe ai. The patient is experiencing palpitations and dyspnea on exertion. A tee was performed recently with a summary of 'severe aortic valve central regurgitation. The tavr valve appears anteriorly displaced. The tavr struts appear to be causing tenting into the left atrium. Leaflets are difficult to visualize.' Additional information received notes that the physician believes the central regurgitation is caused by a "leaflet issue" though he is "unsure why". The initial implant showed mild paravalvular leak (pvl), so the team post dilated and ended the case with trace to mild pvl. The initial implant did land high at 100/0 (aortic/ventricular) or slightly higher on non-coronary cusp (ncc) side. The physician does not believe the valve has migrated but isn't 100% sure based on the imaging. The patient also has severe mitral regurgitation (mr), so they are considering surgery at this point, however to date, no treatment has been completed. A tee was performed recently with a summary of 'severe aortic valve regurgitation. The tavr valve appears anteriorly displaced. The tavr struts appear to be causing tenting into the left atrium. Leaflets are difficult to visualize.' The same echo also demonstrated moderate-severe mitral valve regurgitation with prolapse of the posterior leaflet. The cardiologist considers that this damage on both valves appears likely driven by a strep mitis prosthetic valve endocarditis the patient had some time in (B)(6) 2021. An imaging review undertaken by edwards imaging of a CT scan the patient had done on (B)(6) 2024, confirmed that the 23mm s3 valve was anteriorly displaced due to heavy posterior native leaflet/annular calcification, and when the tavr was placed, the native calcium pushed the valve posteriorly towards the left atrium. The same CT also indicates that there was no halt, calcific leaflets, or other leaflet abnormality of the 23mm s3 valve. It was also determined on the same imaging review, that the tavr struts were not causing tenting of the left atrial wall. The new records provided indicates that the patient is being worked up for some type of intervention to address the severe bioprosthetic aortic valve transvalvular regurgitation and the moderate-severe native mitral valve regurgitation. The surgical option is to explant the 23mm tavr valve and replace it with a savr and then do 'mitral valve surgery', which could mean repair of the valve or could mean replacing the native valve with smvr depending on the damage found, if and when open-heart surgery is chosen as the treatment of choice. The other option being reviewed is to do a valve-in-valve procedure with another tavr inside the 23mm s3 valve and then reassess the degree of mitral regurgitation after the viv. If the degree of mitral regurgitation still requires treatment, then a transcatheter edge-to-edge repair (teer) would be attempted to fix this regurgitation. The surgical team thinks that explanation of the tavr valve and replacement with a savr, and then mitral valve surgery, would be the best option considering the patient had late-stage endocarditis about 3 months post tavr replacement from which they recovered, and because there is fibrocalcific change on the native mitral valve. However, despite the risk for the open heart surgery being considered as low, the patient was hesitant to have surgery previously and remains so when they met with the surgeon this time; however, they do understand the indications for a surgery approach. The plan appears to complete the patient's evaluation and discuss the options are the multidisciplinary valve conference.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a follow up. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 11 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve now has severe ai. The patient is experiencing palpitations and dyspnea on exertion. A tee was performed recently with a summary of 'severe aortic valve regurgitation. The tavr valve appears anteriorly displaced. The tavr struts appear to be causing tenting into the left atrium. Leaflets are difficult to visualize.' The same echo also demonstrated moderate-severe mitral valve regurgitation with prolapse of the posterior leaflet. The cardiologist considers that this damage on both valves appears likely driven by a strep mitis prosthetic valve endocarditis the patient had previously. Additional information received notes that the physician believes the central regurgitation is caused by a "leaflet issue" though he is "unsure why". The initial implant showed mild paravalvular leak (pvl), so the team post dilated and ended the case with trace to mild pvl. The initial implant did land high at 100/0 (aortic/ventricular) or slightly higher on non-coronary cusp (ncc) side. The physician does not believe the valve has migrated but isn't 100% sure based on the imaging. The patient also has severe mitral regurgitation (mr), so they are considering surgery at this point, however to date, no treatment has been completed.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 11 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve now has severe aortic insufficiency (unknown regurgitation). The patient is being evaluated for a valve in valve. The patient is experiencing palpitations and dyspnea on exertion. A tee was performed recently with a summary of 'severe aortic valve regurgitation. The tavr valve appears anteriorly displaced. The tavr struts appear to be causing tenting into the left atrium. Leaflets are difficult to visualize.'